Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
Patient reported 2 hours after changing the infusion set on (B)(6) 2011, he became ill. Patient stated his blood glucose level was 500 mg/dl and he was brought into the emergency room at the hospital. Patient's normal blood glucose level was not provided. Patient reported the doctors treated him with multi-injection therapy. Patient stated he felt better soon after and then removed the infusion set. Patient reported the infusion set needle was completely bent in the middle. Patient stated the infusion device did not give any alerts or error messages. No further information is available. Product was replaced and requested return of the alleged product for evaluation.